Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in good condition. The tamper seal was intact and there was no physical damage. A review of the event history log showed evidence of the reported audible alarm bgnd test. An occlusion test was performed. The investigator was able to replicate the primary audible alarm bgnd test message during the test. The customer reported product problem was therefore verified. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The pump's speaker and battery were replaced. Preventative maintenance was then performed. The pump subsequently passed functional testing.

Event description:
It was reported that the medfusion displayed a system primary audible alarm bgn test message. It was unknown if the product problem occured during patient use. No patient injury or complications were reported in relation to this event.